Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired a bent pin in the interconnect lemo connector. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the mainframe of the 9600emi system will not power up. However, it was noted that the monitor cart boots up ok. There was no report of patient injury.